Event description:
It was reported that patient underwent hip resurfacing procedure (B)(6), 2008. Subsequently, it was reported that patient developed pain, swelling, and elevated metal ions. Patient was revised (B)(6), 2011.

Manufacturer narrative:
Device was forwarded from the surgeon to an independent third party lab for evaluation. Evaluation of the device found large areas of opaque deposits which had been scratched in multiple layers. Light and moderate scratches were more common on the ball than the socket and were often seen to have occurred in multiple directions. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #1) material sensitivity reactions. #14) intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-00100). The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch is a duplicate of (B)(4), medwatch 1825034-2014-06286. This medwatch 1825034-2012-00099 is considered closed.